Event description:
It was reported that the epg (external pulse generator) case was damaged. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases, high rate cover, ring cover, both bail covers and output connector were broken. It was also noted that the ring and both bails were missing. (B)(4).